Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator position was lowered, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator position was lowered, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Visual examination of the returned device was performed and no visual defects were noted. The returned device looks under good condition without evidence of damages or anomalies. The device was introduced inside the duodenoscope; initial tip orientation was found to be within specification; also, the unit bowed more than 90 degrees inside and outside of the duodenoscope. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause is not confirmed returned. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other  complaints exist for the specified batch.